Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 130 mg/dl and 390 mg/dl. Results were obtained using different strip vials of the same strip lot. No actions taken based on device results. No adverse event reported. Requested return of suspect device and both vials of strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.